Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. The delivery device was returned inside the loading device. There was no blood in or on the delivery tube. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged and the plunger was fully depressed on the delivery device indicating that the device was prematurely deployed. No visual defects were observed on the seal . The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches . The values recorded were within the tolerance specifications. Based upon the received condition of the device, the complaint was confirmed for the reported failure mode "failure to load" and the analyzed failure mode "premature deployment". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal jammed and did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal jammed and did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.